Event description:
Bilateral reactive arthritis [arthritis reactive]. Case description: spontaneous report received on 22-oct-2009, from a physician, via a company representative, regarding a pt whose relevant medical history included at least one previous treatment with synvisc. The pt's most recent synvisc treatment was received in both knees in the summer of 2009, after which the physician reported a "very important reactive arthritis on both knees". The synvisc lot number was w0811 with expiration date aug-2011. Additional info was to follow. The qa (quality assurance) investigation results were received on 28-oct-2009. The production and quality control documentation for lot number w0811, expiration date 08/2011 were reviewed. The investigation showed that the product met specification. No associated non-conformances were noted. Additional information was received from the physician on 27-nov-2009. The pt was a (B)(6) male, initials (B)(6), whose relevant medical history included: bilateral stage 2 gonarthritis, hypertension, previous treatment with suplasyn in 2004, previous treatment with hyalgan in 2005, and previous treatment with synvisc in 2006 with no incident. The pt received his first synvisc injections into both knees on (B)(6) 2009, after which he experienced effusion and inflammatory reaction in both knees. The second synvisc injections into both knees were performed on (B)(6) 2009, after which the pt experienced pain, effusion, and inflammatory reaction in both knees. Knee punctures were performed. For the left knee, 50cc of synovial fluid was withdrawn and was sero-hemorrhagic and looked inflammatory. Lab test results from the left knee follow: 45000 leukocytes/mm3, 80% polynuclear neutrophils and 2% lymphocytes, no microcrystals, sterile synovial fluid. Synovial fluid was also withdrawn from the right knee and looked inflammatory. Lab test results from the right knee follow: 6250 leukocytes/mm3, 95% polynuclear neutrophils and 5% lymphocytes, no microcrystals, sterile synovial fluid. The physician provided a diagnosis of bilateral reactive arthritis and provided an onset date of (B)(6) 2009, an intensity of severe, assessed the relationship of the event to synvisc as definite, and assessed the case as serious. Treatment for the event included: ketoprofen per os (treatment failure); betamethasone (2mg per os for 5 days), which showed improvement but knee effusions persisted; and triamcinolone hexacetonide (hexatrione) = corticosteroid injections inn both knees, after which the pt recovered from the events on (B)(6) 2009. The third synvisc injections were not performed and were stopped permanently. Concomitant medication reported included: valsartan + hydrochlorothiazide (cotareg), which was ongoing during synvisc treatment but was not considered a suspect product by the physician. No further information was provided. As of the date of receipt of this report, the pt outcome was recovered on (B)(6) 2009. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number w0811, expiry date 08/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.